Event description:
Report 1 of 2 received of an adverse event while the pump was in use. In 2003, the pt was admitted in an unconscious state. 5 days later, a CT and MRI of the now comatose pt confirmed a 'brain hemorrhage" & the pt was considered to have a "stable blood pressure but their pupils were blown". The family was informed of the pt's grave condition but declined to withdraw treatment. 2 days later at 1313, pump #1 was delivering 8mg/250ml of levophed at a rate of 100ml/hr. Pump #2 was delivering ns at an unspecified rate. Reportedly, the next container of levophed was late in being delivered to the pt's room & the solution container "ran dry". After an unspecified length of time, a new container was received, but because of the air proximal to the pump in the tubing set (from the bag running dry), the pump gave an audible alarm, requiring nursing intervention. At 1318, in response to the pt's hypotension, the rn attempted to titrate pump #2 to deliver ns at a rate of 999ml/hr, but the pump sounded an unspecified audible alarm. At 1320, during the alarm situations on both pumps, the pt coded & CPR was initiated. The rn then took the tubing sets out of the pumps & delivered the levophed & ns via gravity. A cardiac rhythm was obtained but the pulse was reportedly "not good". Soon after, the pt coded again & was not able to be revived. There was no autopsy performed. The customer contact indicated an internal investigation concluded "the pumps were not the root cause of the pt's death." Though requested, no further info was available.